Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the programmer touch screen did not calibrate and was not able to update the software. Additional information indicated that a burnt smell was noted when the programmer was turn on. This programmer will be returned for analysis. No adverse patient effects were reported.